Event description:
It was reported via repair work order that the fowler was drifting due to a malfunctioned fowler brake clutch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the fowler was drifting due to a malfunctioned fowler brake clutch.

Event description:
It was reported via repair work order that there was no power to bed due to malfunction fowler section micro switch alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.